Event description:
It was reported that the patient had the artificial urinary sphincter cuff component removed due to atrophy. A new artificial urinary sphincter cuff was implanted. The patient outcome was reported as good.